Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Tech support engineer (tse) noted errors 54 and 55 on the surgeon side console (ssc2) and recommended checking and cleaning the fiber cable and port. The customer said that they would perform when they had a chance. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined since the outcome is unknown. Error 55 points to the msc received power alarm on fiber instance 5 (3rd down from top port on core) and error 54 points to the ssc2 received power warning on fiber instance 0 (console blue fiber to core).

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer did not have an image in the right eye. Prior to calling, customer performed power cycle with no change. Technical support engineer (tse) noted errors 54 and 55 on surgeon side console (ssc) 2. Tse recommended checking and cleaning fiber cable and port. Customer will perform when they have a chance. The procedure was completed as planned with no reported injury.